Manufacturer narrative:
Result: upon first evaluation of the returned penumbra system ace 64 reperfusion catheter (ace 64), the strain relief was offset. The strain relief was partially unwound by a penumbra investigator to reveal the ace 64 was fractured under the strain relief approximately 1.0 cm from the hub. Conclusion: evaluation of the returned device revealed it was fractured under the strain relief. This type of damage typically occurs due to forceful manipulation at extreme angles during preparation or use. The fracture under the strain relief likely caused the leaking that was reported in the complaint. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During the middle of procedure, the technologist heard air and then noticed that there was a leak at the hub of the ace 64. The ace 64 was removed from the patient and the procedure was completed using a new ace 64. There was no report of an adverse effect to the patient.

Manufacturer narrative:
510(k): k142458.